Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a supply change and was observed to perform multiple back-to-back meal announcements, using meal announcements as a correction method contrary to device instructions; a blood glucose of 401 mg/dl was reported, ketones were checked and were negative, and the family planned a full supply and cartridge change with education provided on appropriate meal announcement use and responding to dosing stopped alerts. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and assignment for additional user training, with a potential factory reset pending clinical trainer assessment. Investigation included case review, user education, and recommendation for clinical retraining. Investigation of this case revealed incorrect use of the meal announcement feature as the likely driver of persistent high glucose, without evidence of device alarms or hardware malfunction. It was concluded, based on previously established findings for similar reports, that user technique and use error were the proximate cause.